Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of right mca (2nd division) occlusion with a tigertriever 17 and experienced a subarachnoid hemorrhage (sah) post-procedure. The patient had a previous stroke in this area. Previous treatment approximately 2 days prior. A total of six passes were made, 1st and 6th passes were combination tigertriever 17 and aspiration. Passes 2-5 were direct aspiration alone. There was no allegation against the tigertriever 17 device. No additional treatment or intervention was reported. Tici 2a was achieved. The healthcare professional determined the event was probably procedure related and may be related to the tigertriever 17 device.